Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
It was reported that during a da vinci-assisted myomectomy surgical procedure, the mega needle driver instrument had broken wire. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer noted the instrument was inspected prior to use and no damage or anything out of the ordinary was noted. The customer was suturing when the issue occurred. The instrument did not collide with any other instrument or tool during the procedure. There was no issue for opening/closing of the grips; right (yaw) motion of the grips and up/down (pitch) motion of the wrist. There were cables visibly protruding from the distal end of the instrument. No fragments fell into the patient and the instrument was available for return to isi for evaluation.